Event description:
Asr revision; asr xl - right; reason(s) for revision: infection (tested and positive culture confirmed); alval/soft tissue damage; pain; component malalignment; component loosening.

Manufacturer narrative:
Corrected/updated data: (patient ID); (patient gender); (date of event); (date of report); (date of explant); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Update 28 may 2015: cup and stem confirmed as loosened components. File handler states the patient went through a two stage revision: "the surgeon's treatment plan was two stage revision (preventing reinfection after prosthetic hip infection). In other words 2 different operations on 2 separate/different dates. 1.stage 1: removal of asr prosthesis: (B)(6) 2009, dr (B)(6), loose femoral stem and acetabular cup, (B)(6) hospital. The first stage consisted of the complete removal of the hip replacement, cleaning of the bone, and implantation of a temporary cement spacer (palacos r and antibiotics) that allowed some hip motion and deliver antibiotics to the hip area. This was followed by a 10 week course of antibiotics. 2) stage 2: (B)(6) 2009, pinnacle inserted, dr (B)(6) hospital. The second stage consisted of the re-implantation of a definitive hip replacement." Therefore the correct revision date is (B)(6) 2009. The patient had spacers implanted from (B)(6) 2009 to (B)(6) 2009 when the pinnacle system was implanted.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Asr xl - right. Reason(s) for revision: infection (tested and positive culture confirmed), alval / soft tissue damage, pain, component malalignment and component loosening. Update: added hospital, surgeon and amended revision date. Received: may 22nd 2013. Update 28 apr 2015: added stem and sleeve details. No lot numbers available. Requested details of loosened component. Also two stage revision stated on scf. Asked file handler for details of both revisions.